Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white tissue pad melted during the procedure. The fallen piece didn't fall into patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and no detached as reported by the customer. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was attached to the hand piece. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically.